Event description:
The MFR was notified of a mitroflow valve that was explanted on (B)(6) 2013 after 3.4 years because of aortic stenosis due to structural valve deterioration resulting from calcification. The device is not available for analysis and the serial number was not provided.

Manufacturer narrative:
Method - no eval possible at this time because the device will not be returned. Results- calcification is the major pathologic process in bio prosthetic valve degeneration and it is widely described in literature. The calcification process can be associated to both physiological variables such as the recipient age, gender, and risk factors such as hypertension, diabetes, and hypercholesterolemia. Calcification is a characteristic dysfunction of biological prostheses; the degeneration often develops in a long term follow up, but it can be found in the early stages as well, either alone or associated with other pathological processes like endocarditis, or fibrous pannus. In some cases, no evident cause for early calcification can be determined. In fact, the complexity of the interactions patient- prosthesis, which are triggering the calcification process, is also based on individual features. Such individual factors are not easily identifiable, and neither are the results easily predictable, as confirmed by some episodes of early calcification reported in literature for similar devices. Conclusion- no definitive conclusion can be drawn at this time as the device is not available for eval; however the patient's clinical status may have contributed to the reported calcific structural valve deterioration.